Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the cutter broke off below the laser marking of the identification and lot number of the device. Therefore, the reported condition was confirmed. It was determined that the piece of the cutter device was examined using 25x magnification and rechecked on an optical comparator; however, a full assessment could not be performed due to the condition of the device upon receipt. The assignable root cause was determined to be due to excessive force during use, which is user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 2 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that a piece of a milling cutter device got stuck in the handpiece device while in use together. It was reported that there was a delay in the procedure; however, the amount of time of the delay was not specified. It was not reported if a spare device was available for use. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.